Event description:
Medtronic received information that this bioprosthetic valve was implanted four months after the use before date (ubd) had passed. This was realized during the implant procedure and the surgeons decided to leave the valve in place. No adverse patient effects were reported. The hospital analyzed the glutarladehyde contained in the valve jar and it was found to be sterile.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) was performed for this valve. The device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Per mosaic IFU, ¿appropriate inventory control should be maintained so that bioprosthesis with earlier use by dates are preferentially implanted and expiration is avoided.¿ the ubd reflects a 5-year shelf life that has been validated by medtronic and approved by the FDA. The validation process only reflects the length of the testing by medtronic ¿ it is not necessarily an end point for sterility or integrity of the product. However, medtronic does not recommend or endorse the practice of implanting a heart valve beyond its posted shelf life. (B)(4).